Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issuephysio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Event description:
A customer contacted physio control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was further evaluated by physio control. The device data was then downloaded and showed that the device had low voltage present for most of the available history. The root cause of the reported issue of the device readiness indicator displaying the charge-pak, attention and service wrench icons and not powering on was due to damage caused to hybrid layer capacitor (hlc) bt1. The device was destructively tested.